Event description:
It was reported that a pump displayed system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation reproduced and confirmed the reported symptom of system error 105, caused by a failed motor (flex). The failed motor was replaced.